Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue, but the alarm occurred again. The pump was replaced, and the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 100-130 mg/dl.